Event description:
During a procedure using the pks lyons dissecting forceps, the jaw detached from the device and fell into the pt's abdomen. The jaw was recovered from the pt with no pt harm. Another like device was used to complete the procedure with no further incidents.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.